Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary device, it was not detected on the bus. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation into this incident, it was determined that the drawer failed. The field service engineer confirmed that the technician resolved the issue from the customer's end. The system functioned as intended after the customer resolved the issue.